Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows portion of the electrode is detached. The device was plugged into the controller and registered settings (7,3). The wand was not able to generate plasma, due to detached electrode. A review of customer provided images shows a used wand outside the packaging and a detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. : a complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a laryngeal surgery, the electrode on the "procise lw coblator ii wand" fell off outside the patient. The procedure was successfully completed using a back-up device with a delay greater than 30min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.